Event description:
According to the reporter: procedure: conversion from lap band to lap roux-en-y gastric bypass. Surgeon has anesthesia insert orvil trans-orally. Anesthesia encountered resistance when pushing device down esophagus. Eventually the ng tube of the orvil was received by surgeon through gastric pouch. As surgeon pulled device encountered resistance. At resistance pulled harder, audible noise heard which was determined to be suture breaking off of orvil. Ng of orvil pulled out with anvil missing. Surgeon converted patient to open procedure to try and find anvil. After no success, gi doctor was called to room and recovered anvil from proximal esophagus. A new orvil was placed and case completed. About 90 minutes or time delay and conversion to open procedure was reported. Doctor applied another orvil so eea could be fired to create anastamosis.